Event description:
It was reported that the communicator was not connecting and was no power for 24 hours due to fires. A boston scientific technical services (ts) assisted the patient in troubleshooting. The communicator issue was resolved. The communicator remains in service. No adverse patient effects were reported.